Event description:
The customer reported to olympus, that the bronchovideoscope's bending cover was leaking and the tip was burnt. The issue was found during reprocessing. There was an associated diagnostic tracheoscopy procedure that was completed with the same device without delay. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation found the follow: the distal end was seriously burnt, due to damage on the charged coupled device unit, the image was not displayed, due to a pinhole on the channel tube, water tightness was lost, the universal cord had a scratch, the light guide tube was aging and there was evidence that the insertion tube was repaired by a third party. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus it was likely that the distal end burn was a result of the user using a high energy endo therapy accessory such as a laser/high frequency without keeping enough distance from the tip of the device; however, the root cause could not be conclusively determined. Regarding the "no image" issue, it is likely that since the distal end was burned, the image may not have been displayed due to damage to the image sensor unit. The user may be able to detect the burnt tip by handing the device in accordance with the instructions for use (ifus) of the endoscope: IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿ the ifus were reviewed. A cautionary statement regarding "no image" was noted in the IFU for the bf-260 endoscope: important information: please read before use. Precaution for disappeared or frozen endoscopic image; warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.